Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had some issues and they think they were taking care of it. Patient stated they just came out of their doctor's office and they showed them how to turn their device off for 10 days and then turn it back on to see if they have an infection. Agent asked when patient first noticed infection signs and patient stated they stand up and their urine just runs out of them and they didn't have any warning that it was coming. Patient said it has been on and off for a couple weeks but it was gotten worse this week. The patient was redirected to their healthcare provider to further address the issue. 2025-jul-30 (B)(6)(con): additional information was received from a patient. They reported that the last time they saw doctor's physician assistant (pa) they turned off the therapy because the patient had an infection. The patient stated that they completed the antibiotics and would like to turn the therapy back on because they had been using a lot of pads due to lots of leakage. The patient requested a walkthrough of how to turn therapy on. Agent educated the patient and they confirmed they were able to turn therapy on. Patient confirmed they could feel comfortable stimulation in bicycle seat area. Patient would continue to monitor symptoms. Patient had an appointment with the pain 2 weeks on (B)(6) 2025.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had some issues and they think they were taking care of it. Patient stated they just came out of their doctor's office and they showed them how to turn their device off for 10 days and then turn it back on to see if they have an infection. Agent asked when patient first noticed infection signs and patient stated they stand up and their urine just runs out of them and they didn't have any warning that it was coming. Patient said it was been on and off for a couple weeks but it was gotten worse this week. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient. They reported that the last time they saw doctor's physician assistant (pa) they turned off the therapy because the patient had an infection. The patient stated that they completed the antibiotics and would like to turn the therapy back on because they had been using a lot of pads due to lots of leakage. The patient requested a walkthrough of how to turn therapy on. Agent educated the patient and they confirmed they were able to turn therapy on. Patient confirmed they could feel comfortable stimulation in bicycle seat area. Patient would continue to monitor symptoms. Patient had an appointment with the pa in 2 weeks on (B)(6) 2025.